Manufacturer narrative:
Continuation of d10: 5076-58 lead and 5076-52 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission showed apparent right atrial (ra) lead undersensing triggering device-classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. The remote transmission also noted prior phrenic nerve stimulation from the left ventricular (lv) lead. Information was received that the patient was deceased four days later. A cause of death was unable to be obtained at the time of submission.